Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm failed to trigger and subsequently experienced a seizure, however, was able to self-treat (unspecified). There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer in the initial report (B)(6) was deemed to be invalid upon extended investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. No product has been returned and a valid serial number was not provided for libre sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint, fs libre sensors, no trends were identified that would indicate any product-related issues. Attempted to activate high/low glucose alarms with an iphone12 pro max using a good known libre 2 sensor. The iphone 12 pro max successfully receive high/low glucose alarms. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm failed to trigger and subsequently experienced seizure, however, was able to self-treat (unspecified). There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.